Event description:
The clinician reports the implant was inserted (B)(6)2019 in fdi 25. Details of surgery: primary stability not achieved. On (B)(6)2019, non-osseointegration was verified. Patient presented with bone type IV, poor oral hygiene and inadequate bone quality/quantity. The device was forwarded to the manufacturer. At the event the patient experienced: pain, swelling and fistula. No further patient complications were reported.